Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that patient went to the emergency room. Length of hospitalization was more than 24 hours. The blood glucose level was 749mg/dl. Therefore, patient was treated with manual injection. Feeling sick/unwell tired/weak symptoms were reported at time of hospitalization. Therefore, patient was treated with insulin drip. Other than insulin, patient taken medication that was trulicity & glimepiride. Diabetic ketoacidosis was significant event lead up to hospitalization. No further information avai.